Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. Unit passed the self test as well as the displacement test. During download history review, pump error 63 was recorded on 09/05/2025 20:58:55.000 with file ID: 2017 as well as line #ID: 147. Using the baat tool battery cycle 52.0 received the lowbatteryalert (104) on 08/31/2025 18:38:00 after more than 7 days at 24.83 days. Battery cycle 51.0 received the lowbatteryalert (104) on 08/06/2025 22:38:08 after more than 7 days at 24.24 days. Battery cycle 50.0 received the lowbatteryalert (104) on 07/13/2025 16:47:00 after more than 7 days at 26.01 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. The pump was cut open to perform a visual inspection, and evidence of moisture damage was found on the electronic assembly. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay. Pump error 63 alarm was confirmed in the download history files due to a corroded electronic assembly, isolated to the electronic assembly. Customer allegations of a flashing medtronic logo was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures), flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the alarm. Customer was able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.